Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant stopped working last year because it was not helping them and they were in horrible pain. Patient stated they cannot find the controller and recharger because they moved and its packed up in a box somewhere. Patient stated they need an MRI of his neck and low back and MRI facility will not do the MRI until device is in MRI mode. Patient stated the controller quit working for them last year and the implant didn't charge. Patient stated they are trying to get the implant removed but they can't see the hcp until april. Agent reviewed MRI information / MRI eligibility form. Agent reviewed process to replace the controller. Agent reviewed a manufacturer representative's (rep) role. Agent recommend patient look for controller and rtm and callback for assistance to use the devices. Agent reviewed device function and recommend patient consult with healthcare provider office for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that his ins is not charged and he has not used his equipment for a long time. Patient services walked pt through MRI mode on the call and pt is connected and charging. Pt verified the controller is 100% and the ins is charging with excellent charge quality and is in the red. Patient services is going to call pt back to make sure the ins is advancing in charge. Pt mentioned that the controller got very hot in 2023 the last time they tried to charge the ins. Patient services made an outbound call to the patient and verified that the ins was charged to 30%.